Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8336-50, serial # (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. Date of event: (B)(6) 2016. Explant date: (B)(6) 2016 it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure, wherein all of their devices were explanted due to infection.

Event description:
A report was received that the patient underwent an explant procedure, wherein all of their devices were explanted due to infection.

Manufacturer narrative:
Additional information was received that the infection was suspected at the pocket site.

Event description:
A report was received that the patient underwent an explant procedure, wherein all of their devices were explanted due to infection.